Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported events could not be conclusively determined through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists potential adverse events, including bleeding and hemolysis, that may be associated with the use of the heartmate 3 lvas. The IFU outlines the recommended anticoagulation regimen, including the international normalized ratio range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. The IFU also lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there were no lesions causing the hematuria. The findings were due to the use of anticoagulants. Computed tomography, urine cytology, and urinalysis were performed. Bayapirin was discontinued and a plan was made to continue to manage only warfarin.

Event description:
It was reported that the patient had symptoms of hematuria. The patient had elevated lactate dehydrogenase (ld) at about 184 on (B)(6) 2025. Log files were submitted for review and captured no unusual events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.